Manufacturer narrative:
Additional information: block b5: incident narrative, block h6: patient codes, block h6: impact codes block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 01/21/2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Patient code e172001 captures the reportable event of abscess. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. It was reported that a computerized tomography (CT) scan was performed and it showed an intraprostate injection of spaceoar vue. On (B)(6) 2021, additional information received stating that scan images showed prostate promotion by the gel as well as venous uptake on the right and disruption of the rectal wall posteriorly. There were no patient complications reported as a result of this event. Reportedly, the patient will be kept from starting treatment. Additional information received on may 16, 2021. It was reported that the intraprostatic injection also had some spaceview tracking to the perineum. The patient developed an abscess and diverted to colostomy.

Manufacturer narrative:
Additional information: block b5: incident narrative, block h6: patient codes, block h6: impact code. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was performed under local anesthesia. It was reported that a computerized tomography (CT) scan was performed and it showed an intraprostate injection of spaceoar vue. On "february" 23, 2021, additional information received stating that scan images showed prostate promotion by the gel as well as venous uptake on the right and disruption of the rectal wall posteriorly. There were no patient complications reported as a result of this event. Reportedly, the patient will be kept from starting treatment.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. The procedure was performed under local anesthesia. It was reported that a computerized tomography (CT) scan was performed and it showed an intraprostate injection of spaceoar vue. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.